Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds). During placement of the closure device a pericardial effusion was identified via transesophageal echocardiogram (tee). The laa closure procedure was aborted and a pericardial drain placed. Protamine was administered and the pericardial effusion abated. One (1) day post index procedure the patient recovered and was discharged.